Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on additional results of the investigation, the foreign material observed in the air and water channel, air/water cylinder, and sub-water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material, however, due to an observed leak in the electrical connector and control unit, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: - due to damage on switch 1, an image was frozen and recorded on its own, control unit had corrosion due to water leakage, el-connector was dirty due to water leakage, due to wear of angle wire, the play of up/down knob was out of the standard value, light guide lens had a crack, connecting tube had a scratch, and universal cord had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus was informed that the colonovideoscope had spontaneous switch freeze or release. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that air/water tube, air/water cylinder and the jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.